Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. It was unable to perform the displacement, basic occlusion, occlusion, prime and no delivery test due to motor error alarm. The excessive no delivery alarm or low reservoir alarm anomaly could not be verified due to the motor error alarm. Device has scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that is seems like the insulin pump is not delivering insulin properly after a low reservoir alarm is received. The customer stated that the customer's blood glucose value starts to elevate after receiving a low reservoir alarm and once they change the reservoir and infusion set, the blood glucose level would stabilize. Mother stated this has been happening for about a month and a half. Customer's blood glucose at lunch was over 260 mg/dl and after school it was over 400 mg/dl; customer treated with the insulin pump. It was stated that the insulin pump does alarm no delivery. She also reported that several months back they were using some bad reservoirs and the customer was receiving motor error alarms which were resolved after the reservoirs were replaced. They declined troubleshooting and requested the insulin pump to be replaced. The insulin pump was replaced and returned for analysis.